Manufacturer narrative:
Product analysis: analysis confirmed customer comments as the stylus skips on lower right side of overlay and was unable to be calibrated. The long boot time could not be confirmed as the programmer booted up with no issues. It was also noted that the provided radiofrequency head would not interrogate and failed uplink test. The radiofrequency head cable was replaced. The overlay and bezel were replaced and stylus calibrated. The hard drive was reconfigured and software reloaded as a preventative. There were broken tabs on power cord bay door. The power cord bay was replaced. The keyboard latch was broken but does not affect functionality. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of calibration of the stylus on the lower right of the screen of the programmer and also longer boot up time than normal. Attempts to resolve included programmer calibration software, calibration disc and changing the stylus. The programmer was returned for service. There was no patient involvement.